Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: pt self tester called to report nnn errors and mentioned that he had to go to the ER late last night/early this morning (approx 1 am) due to a very large hematoma on his buttocks. Pt last tested on his inratio meter: date: (B)(6) 2011, time: approx 11 pm, inratio: 6.2. After arriving at the ER, inr was measured with a lab draw = 5.0. Customer states more than 3 hours went by between the meter and lab tests but could not provide specifics. While at the hosp, pt was treated with morphine, vitamin k, and nausea medication.

Manufacturer narrative:
Investigation pending.